Manufacturer narrative:
Tracking number (B)(4).

Event description:
Procedure: unk. According to the reporter: the pt's fiance called regarding mesh being recalled. The pt's fiance informed covidien that the pt had experienced pain postoperatively. The product ID (c1781) and lot number (skj0602) were provided. In the process of transferring the pt's fiance to quality assurance, the connection was disconnected.